Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # (B)(4), revealed the ins was functionally okay and insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep had the device from the hospital and was being returned. It was stated when they tested impedances on the ins on the bottom ports impedances were all over 20k or 40k ohms, caller couldn't remember exactly which one. The caller stated they plugged extensions into the old ins and impedances were fine and when impedances were tested on another new rc they were fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that troubleshooting assistance was needed for a stage 2 procedure. The healthcare provider (hcp) reported the following about intraop impedances: bottom port (8-15) was reported to be "completely open". A new implantable neurostimulator (ins) was opened and connected to the lead/extension. Impedances were tested multiple times and the bottom port was showing high impedances. The hcp removed and re-inserted the lead into the port with the same results. It was tried to connect the old ins and retested where normal impedances were shown on both ports. They opened a 2nd new ins and saw normal impedances. Issue resolved at the time of call with 2nd new ins.